Event description:
It was reported that the customer had a high blood glucose level. The customer stated he received a low battery alarm then a button error alarm from his insulin pump. Standard troubleshooting was performed. The customer stated, the insulin pump was exposed to moisture damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.